Manufacturer narrative:
Livanova deutschland manufactures the s5 erc tubing clamp. The incident occurred in barcelona, spain. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that after multiple level alarm the arterial clamp got stuck and could not be released automatically. The user manually released the clamp to complete the procedure. Reportedly, no error message appeared and only the two clamp lights have been blinking at the same time, open and closed, on the centrifuge panel centrifuge scp. There was no patient injury.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2014. Despite several attempts, no additional information was retrieved by distributor who submitted the complaint. Based on the information available, the clamp worked correctly at the first level alarms and therefore opened automatically when the level in the reservoir returned above the threshold. However, after multiple level alarms, the clamp remained permanently closed. The customer opened manually the clamp lid in order to continue the case. Therefore, it cannot be ruled out that contributory factors of the reported issue may be due to a signal delay at the clamp that failed to read the level alarm resetting or a level error condition not yet resolved.